Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. The customer administered a correction injection to address the bg. Customer reverted to manual injections for insulin therapy.